Manufacturer narrative:
Device unique identifier (UDI)- (B)(4). Approximate age of device- 1 year and 10 months the patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the emergency department with complaints of transient amaurosis of the right eye, diplopia and some problems with the visual fields. The patient elaborated on having episodes where vision became crossed and was unable to focus. The patient suffered from neurologic dysfunction and subacute ischemic insult of the parasagittal left occipital lobe. A computed tomography result confirmed a subacute appearing ischemic insult involving the parasagittal left occipital lobe. No evidence of hemorrhage or mass effect were reported. Chronic lacunar infarct in the right cerebral hemisphere was observed. Anticoagulants at the time of event were aspirin and warfarin. No additional information was provided.